Manufacturer narrative:
Correction information was provided in h.6. (On initial MDR the patient code of e2403 was submitted. It should have been e2401 and component code of g05006 was submitted. It should have been g04044 on the original MDR. Additional information was provided in h.3., h.6. And h.11. The company iii (c) cartridge was not returned. Photos were provided. The photos showed an implanted unidentified single-piece lens. Two scratches were observed near the peripheral edge of the optic. Product history records were reviewed, and documentation indicated the product met release criteria. The lens model/diopter was not provided. It cannot be determined if a qualified lens model/diopter was used. A non-company handpiece was indicated. The product investigation could not identify a root cause for the reported complaint. The company iii (c) cartridge was not returned. A root cause cannot be determined without physical evaluation of the sample. Based on review of the provided photos, the lens had scratches near the peripheral edge. It is unknown if a qualified lens model/diopter as used. A non-company handpiece was indicated. The instructions for use (IFU) instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported with a description of since several weeks it has been happening that cartridge makes scratches on the iols. Operator had been checking iol before implantation each time and it is impossible that scratches were on iols before implantation. Fortunately so far, all scratches appeared on the edge of the iols, so it did not have impact on the quality of vision. Additional information has been requested.